Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Initial reporter email address unknown / not provided.

Event description:
Doctor reported bone loss and implant fracture with inflammation and pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative an imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Pre-existing conditions were noted on the per is bruxism. The reported device was location is #36 and was used for approximately 3 years. DHR review was completed for the subject lot number (1227304). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227304) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant based on the available information, device malfunction did not occur for bone loss however did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of this report.